Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during biomed testing, the device failed self-test. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical canada's service department for evaluation and the customer's report was not duplicated under testing. Review of the device activity log does show occurrences of the reported error. The device's high voltage module and system board were replaced as a precaution. Analysis of reports of this type has not identified an increase in trend.